Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined main half height 2.1 row device not detected on bus. A field service engineer reseated half height power managemenet controller (pmc) and drawer controller to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple drawer not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient, causing delay in patient care and confirmed that there was no harm to the patient. The customer indicated that they were able to retrieve the medication through pharmacy. The medication is called lasix. There were no adverse events or injuries reported based on this event.